Event description:
It was reported that prior to a surgery, the sales representative was attempting to authorize the ipg with a programmer. The ipg was still in the sterile box and original packaging. It was reported that ipg would not establish communication with any programmers. The sales representative was able to select another ipg, which communicated properly, to use for the surgery. There was no patient impact as a result of the alleged communication issue with the first ipg. The ipg was returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg as returned was nonfunctional and would not communicate. Ipg battery was found to be leaking; an issue for which a CAPA is already initiated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.